Manufacturer narrative:
The final device was evaluated and the issue was not confirmed; it was determined that the device had brakes that could not be disengaged, which is not a reportable malfunction. B5 has been updated to reflect that this summary report captures 4 events.

Event description:
This report summarizes 4 malfunction events, where it was reported the brakes/steer were difficult to engage, disengage. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 4 devices were evaluated in the field and the issue was confirmed; 2 devices had dirty components, 1 device had a missing component, 1 device had a bent component, and 1 device had a broken/damaged component. The devices were repaired and returned. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, where it was reported the brakes/steer were difficult to engage, disengage. There was no patient involvement.